Manufacturer narrative:
No samples were returned for this investigation. The DHR was reviewed for this lot and it was noticed that (B)(4) pieces were manufactured from 03/22/2017 to 03/23/2017. No defects were reported during quality inspection. Based on the DHR review this does not appear to be the result of a personnel, process or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because no sample was provided and the non conformance could not be confirmed, no additional actions will be taken at this time. If additional information becomes available, a follow up report will be submitted.

Event description:
End user reported that upon cleaning up from a surgical case, there was a significant amount of water found in the warmer underneath the drape with an accompanying small hole in the warmer drape this was not noticed during the surgical procedure. No patient injury or treatment was reported for the incident.